Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 29 mmol/l and the insulin pump was not working as supposed to be. The customer was feeling bad due to high blood glucose. Troubleshooting was performed and the customer was using the insulin pump within 48 hours of the reported high blood glucose event and the auto mode smart guard feather was active. The customer discontinued the use of the device and the insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Pump communicated and calibrated properly with test guardian link transmitter and mobile. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Unit successfully communicated to test mobile phones, iphone and android. No lost connection to test mobile phones noted during testing. P- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No alarms, alerts, anomalies were found in the history files and traces on or near event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb 1 and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay. No communication pump to transmitter is not confirmed. No communication pump to mobile is not confirmed. Unable to confirm high bg anomaly during testing. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Pump communicated and calibrated properly with test guardian link transmitter and mobile. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Unit successfully communicated to test mobile phones, iphone and android. No lost connection to test mobile phones noted during testing. P- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No alarms, alerts, anomalies were found in the history files and traces on or near event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb 1 and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay. No communication pump to transmitter is not confirmed. No communication pump to mobile is not confirmed. Unable to confirm high bg anomaly during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.